Event description:
Additional information was provided which reported that the balloon ruptured at 8 atmospheres. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.b3 - date was updated from (B)(6)2022 to(B)(6)2022.

Manufacturer narrative:
It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event- estimated date.

Event description:
It was reported that the 7.0x40mm armada 35 balloon ruptured. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.